Manufacturer narrative:
Event description: it was reported that the blade insertion does not work on the machine. The reported event was confirmed. The service evaluation revealed a sticking locking pin resulting in the reported event. Further evaluation showed the device has no function due to a jammed motor and a worn cable. The most likely cause is attributed to wear and tear. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. B1 adverse event or

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
There was no harm for patient, operator or third party reported. No further information was received. It will be processed as repair, not as complaint. Update from (B)(6) 2023 pgail: it was reported that the blade insertion does not work on the machine. There was no harm for patient, operator or third party reported. No further information was received.